Manufacturer narrative:
Unit received with blank display due to corroded battery tube and missing battery tube spring. Unable to perform functional testing including selftest, off no power, stop (idle) current, run current or displacement test due to display anomaly.

Event description:
Customer reported via phone call that the insulin pump had low battery alarm. Customer blood glucose level was 300 mg/dl. Trouble shooting was performed. The device will be returned for analysis.